Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by a regulatory agency that a customer reported that a patient required PICC placement during treatment. During the maneuver, the nurse encounters resistance when delivering two-thirds of the stripping sheath and is unable to continue into the sheath. When the nurse pulled out the sheath, she found that the front of the sheath was broken. The patient's ultrasound was performed again to see that the vessel had been damaged and PICC placement could no longer be performed. Apply a warm compress to the skin of the patient's injured blood vessels with magnesium sulfate and closely observe the patient's condition. No other information was provided.